Event description:
It was reported that an unspecified quantity of em2400 valve sets were pulling lipids on port 2. It was further reported that lipids were set-up on port 1 and 2; however, lipids were pulled where no lipid was ordered which caused the clear bags to appear cloudy. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Suspected lot numbers: 60331321 and 60331323. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the suspected lot 60331323 was manufactured from november 09, 2021 - november 10, 2021. H4: the suspected lot 60331321 was manufactured from november 11, 2021 - november 16, 2021. H10: one device of suspect lot 60331321 was received for evaluation. A sample of lot suspect 60331323 was not returned and therefore, could not be evaluated. Unaided visual inspection was performed to the returned sample which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed which revealed a leak from port 2, cavity a. The sample was evaluated by reproducing the customer complaint as closely as possible and attached a lipid solution to port 2. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted on both of the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.